Event description:
Boston scientific crm received information that this patient inquired about device battery longevity and general device replacement procedure information. The patient's current device has exceeded the predicted longevity for this model device. Technical services (ts) was consulted and provided information. During the conversation the patient stated he has been fearful of returning for a device check or replacement surgery due to a previous experience where he had his device reprogrammed incorrectly and he reported it was a traumatic experience. The patient called back to ts the next day and noted he had been evaluated by a cardiologist who scheduled him for a device replacement procedure. The patient discussed that he may refuse the procedure. He requested device and replacement information, ts provided device features and battery longevity for available pacemaker models. To date, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Additional information was received from the patient that they will need to have their device replaced soon due to the battery being depleted (device has been implanted for 14 years). The patient inquired about new devices that would be compatible with his lead. Boston scientific technical services (ts) discussed with the patient.

Manufacturer narrative:
The device remains implanted at this time. This investigation will be updated should further information be provided.